Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and hydrothermal ablation (hta) of uterus" on (B)(6) 2012. The patient's medical history included endometritis. All sonographic images reviewed and agree with impression. The iud appears to be intrauterine, however, malpositioned. Endometrial lining is thin.ucg negative: negative. Previously administered products included for menorrhagia: iud nos; for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin; and metrorrhagia with iud nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / unusual bleeding"), systemic lupus erythematosus ("lupus") and dermatitis contact ("contact dermatitis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with hydrocodone, ibuprofen (motrin) and surgery (esssure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, systemic lupus erythematosus and dermatitis contact outcome was unknown. The reporter considered dermatitis contact, genital haemorrhage, pelvic pain, systemic lupus erythematosus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: iud was seen and removed intact. The hysteroscope was gently introduced and the uterus was distended with normal saline. After verification that uterine cavity was intact and bilateral tubal ostia were identified, the essure procedure was completed on the right side. The left ostium was not well visualized. A second instrument was used to clear the endometrial glands from the front of the ostia and once the ostium was seen normally the essure was completed. Ultrasound pelvis - on (B)(6) 2012: the endometrium appears to be within normal limits. An iud is seen within the endometrium at the mid to fundal level of the uterus. No uterine masses are seen. The right and left ovarian measurements are as stated above, and have normal sonographic appearance with a left ovarian functional cyst measuring 1.69 x 1.8 x 1.44 cm. Normal pelvic sonogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no visible essure coils.') And pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and hydrothermal ablation (hta) of uterus" on (B)(6) 2012. The patient's medical history included endometritis, uterine bleeding, uterine leiomyoma and pelvic pain female. All sonographic images reviewed and agree with impression. The iud appears to be intrauterine, however, malpositioned. Endometrial lining is thin. Ucg negative: negative. Previously administered products included for menorrhagia: iud nos; for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin; and metrorrhagia with iud nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / unusual bleeding"), systemic lupus erythematosus ("lupus") and dermatitis contact ("contact dermatitis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with hydrocodone, ibuprofen (motrin) and surgery (laparoscopic assisted vaginal hysterectomy, removal of fallopian tube). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, uterine leiomyoma, systemic lupus erythematosus and dermatitis contact outcome was unknown. The reporter considered dermatitis contact, device dislocation, genital haemorrhage, pelvic pain, systemic lupus erythematosus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: iud was seen and removed intact. The hysteroscope was gently introduced and the uterus was distended with normal saline. After verification that uterine cavity was intact and bilateral tubal ostia were identified, the essure procedure was completed on the right side. The left ostium was not well visualized. A second instrument was used to clear the endometrial glands from the front of the ostia and once the ostium was seen normally the essure was completed. Ultrasound pelvis - on (B)(6) 2012: the endometrium appears to be within normal limits. An iud is seen within the endometrium at the mid to fundal level of the uterus. No uterine masses are seen. The right and left ovarian measurements are as stated above, and have normal sonographic appearance with a left ovarian functional cyst measuring 1.69 x 1.8 x 1.44 cm. Normal pelvic sonogram. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: no visible essure coils, abnormal uterine bleeding and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: new event " device dislocation" , medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('lupus,') in a (B)(6)-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and ablation of uterus" on (B)(6) 2012. The patient's medical history included endometritis. All sonographic images reviewed and agree with impression. The iud appears to be intrauterine, however, malpositioned. Endometrial lining is thin. Ucg negative: negative. Previously administered products included for menorrhagia: iud nos; for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin; and metrorrhagia with iud nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), genital haemorrhage ("bleeding / unusual bleeding") and dermatitis contact ("contact dermatitis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with hydrocodone, ibuprofen (motrin) and surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, systemic lupus erythematosus, genital haemorrhage, uterine leiomyoma and dermatitis contact outcome was unknown. The reporter considered dermatitis contact, genital haemorrhage, pelvic pain, systemic lupus erythematosus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: the endometrium appears to be within normal limits at approximately 60 cm. An iud is seen within the endometrium at the mid to fundal level of the uterus. No uterine masses are seen. The right and left ovarian measurements are as stated above, and have normal sonographic appearance with a left ovarian functional cyst measuring 1.69 x 1.8 x 1.44 cm. Normal pelvic sonogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event pelvic pain made medically significant and intervention required due to surgery, essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.